Event description:
Customer reported high blood glucose levels, reaching 200 mg/dl, and the readings were obtained using a continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer administered a correction bolus via the pump and inspected the insulin delivery system for potential issues. Large air bubbles were found in the tubing, which the customer was instructed to remove to ensure proper insulin delivery. The customer replaced necessary supplies and resumed insulin therapy. A follow-up confirmed that the issue was resolved.